Event description:
Complainant reports the tube of the foley tore after using a product for flushing the patient's bladder.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.